Manufacturer narrative:
The reported device was not returned; however, a transmitter (sn (B)(4)/ mfg date: 12/01/2012) was returned for evaluation and there was no issue detected.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the permanent out of range signal. Item description changed from a receiver to a transmitter.